Manufacturer narrative:
The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. No abnormalities or defects were found on the exterior of the sheath.

Event description:
It was reported that the sheath exhibited air during aspiration. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. When the sheath was aspirated air was observed, which could not be resolved with troubleshooting. The sheath was replaced and the procedure was completed. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the sheath exhibited air during aspiration. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. When the sheath was aspirated air was observed, which could not be resolved with troubleshooting. The sheath was replaced and the procedure was completed. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.